Event description:
It is reported that the articular surface would not snap into the tibial baseplate. A different one was snapped in.

Manufacturer narrative:
Eval summary: an eval of the returned device concluded that both sides of the inner dovetail lips are compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. Eval: review of the device history records did not find any deviations or anomalies. Dimensions taken are within spec. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.